Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced sternal pain in the xyphoid area. This s-ICD system was removed and replaced with a transvenous system. No additional adverse patient effects were reported. This electrode is expected to be returned by the facility.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced sternal pain in the xyphoid area. This s-ICD system was removed and replaced with a transvenous system. No additional adverse patient effects were reported. This electrode is expected to be returned by the facility.